Event description:
I had surgery and the essure was placed in the fallopian tube. I was allergic to the essure due to having nickel. I have had several side effects like a joint pain, rash on arms and face. Pain during intimate moments, headaches, bacterial vaginitis, and hair thinning, swelling in the stomach and back area, also have bowel issues.